Manufacturer narrative:
Initial and final MDR 1921343 - MDR 3003442380-2024-16762 - device 6 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 6 infusion sets cannula kinked events between 19-may-2024 to 17-june-2024. The patient noticed symptoms three or more hours after insertion. The infusion sets has been used for three hours to 1 day. Insertion site was upper buttocks. Patient regularly rotate site location. Furthermore, patient confirmed the introducer needle was ahead of the cannula prior to insertion. The blood glucose level was 240-300 mg/dl at the time of events. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.